Manufacturer narrative:
A fluid leak was reported, and the patient was experiencing urinary incontinence. The ams 800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed the pressure test at 82.1 cmh20. It did not perform within the product specifications (61-70 cmh20). Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for fluid loss issues. Product analysis could not confirm the urinary incontinence. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. This complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. System components: balloon; model- 72400024; lot sn- (B)(6); exp date- 07/11/2021; gtin-(B)(4).

Event description:
It was reported that the patient is requesting a revision for an artificial urinary sphincter(aus) device due to leakage of urine after three months of surgery. The doctor requests a revision of the sphincter. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the revision surgery took place on 08nov2019 and the device was revised due to fluid loss. System components balloon model- 72400024 lot sn- (B)(4) exp date- 07/11/2021 gtin-(B)(4).

Event description:
It was reported that the patient is requesting a revision for an artificial urinary sphincter(aus) device due to leakage of urine after three months of surgery. The doctor requests a revision of the sphincter. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient is requesting a revision for an artificial urinary sphincter (aus) device due to leakage of urine after three months of surgery. The doctor requests a revision of the sphincter. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that a revision surgery has not yet occurred. The patient outcome was fine during the first two months and then began to leak urine.

Event description:
It was reported that the patient is requesting a revision for an artificial urinary sphincter(aus) device due to leakage of urine after three months of surgery. The doctor requests a revision of the sphincter. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.